Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation.

Manufacturer narrative:
The device was observed to be in the not deployed state. The device data showed that a drive stall and timeouts had occurred during the priming sequence. The device was reset and activated using a pdm. While delivering a bolus of 5 units, the device generated a 0x5f hazard alarm indicating an open ground at the hook switch. Timeouts were seen in the reset device data. The hook post spring was observed to be incorrectly installed. The incorrectly installed hook post spring caused the timeouts seen in the data and contributed to the reported needle mechanism failure. No other damages were found.